Event description:
It was reported that the pt has been experiencing pain for the last year. He has been to therapy but is not helping his pain. He is currently on pain medications but pain doesn't go away. He can't sleep and can't stand or walk very far without pain.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.